Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The device had no telemetry and no pacing output available. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.

Event description:
It was reported that this device is behaving in a manner consistent with a premature battery depletion. The remaining battery longevity in 2016 was nine years, five months. The remaining battery longevity in 2018 was five years, five months. In about a two year time frame, the remaining battery longevity dropped by four years. The patient was scheduled for a follow up appointment in (B)(6) 2019, and did not show up. The device remains implanted and in service. No adverse patient effects were reported. Additional information was received engineers confirmed from the available disc analysis that this pacemaker device continues to consume increased power from 39uw to 58uw. A t/s consultant recommend device replacement in the near future. The device remains implanted. No adverse patient effects were reported. Additional information was received that this a revision procedure was completed, and a new device implanted. No additional adverse patient effects were reported, besides surgical intervention.

Event description:
It was reported that this device is behaving in a manner consistent with a premature battery depletion. The remaining battery longevity in 2016 was nine years, five months. The remaining battery longevity in 2018 was five years, five months. In about a two year time frame, the remaining battery longevity dropped by four years. The patient was scheduled for a follow up appointment in (B)(6) 2019, and did not show up. The device remains implanted and in service. No adverse patient effects were reported. Additional information was received engineers confirmed from the available disc analysis that this pacemaker device continues to consume increased power from 39uw to 58uw. A t/s consultant recommend device replacement in the near future. The device remains implanted. No adverse patient effects were reported. Additional information was received that this a revision procedure was completed, and a new device implanted. The device is expected to be returned for analysis. No additional adverse patient effects were reported, besides surgical intervention.

Manufacturer narrative:
This device remains implanted and in service. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device is behaving in a manner consistent with a premature battery depletion. The remaining battery longevity in 2016 was nine years, five months. The remaining battery longevity in 2018 was five years, five months. In about a two year time frame, the remaining battery longevity dropped by four years. The patient was scheduled for a follow up appointment in (B)(6) 2019, and did not show up. The device remains implanted and in service. No adverse patient effects were reported.